Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer cleared the alarm and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was over 600mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer wears the pump against the skin possibly leading to abrupt temperature changes to the pump. A new cartridge was loaded and the pump performed as intended. A supply change was performed to address the occlusion alarm. Reportedly, the customer reverted to alternate therapy for insulin therapy.